Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers failed to recover. The customer reported that they were unable to pull these medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers failed to recover. A field service engineer cancelled the work order as the pyxis coordinator didn¿t find any issue with failed drawer or pocket. The system functioned as intended after customer resolved the issue.